Manufacturer narrative:
If implanted; give date: n/a (not applicable) as the lens was inserted and removed. If explanted; give date: n/a (not applicable) as the lens was inserted and removed. Concomitant medical products: cartridge 1mtec30, lot unknown; platinum injector, lot unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the plunger of the injector overrode the lens. Reportedly, the lens was implanted and removed during the same surgical procedure, as the surgeon noticed a mark (scratch) on the lens. Another lens was implanted, model and diopter unknown. No incision enlargement and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/31/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut/damaged. The condition of the return sample do not suggest that the damage was introduced during the manufacturing process. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens¿ optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.